Event description:
Litigation alleged the patient suffered pain, physical injury, bodily impairment and excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 24 feb 2015: rec'd der, sticker sheet with all products, additional reason for revision: osteolysis, surgeon, revision date confirmed ((B)(6) 2015), activity level, implant date entered into correct box, sales rep, expiry dates and common/brand name for head and cup, sleeve and stem added, 510k numbers for all products. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec 5/1/2015 - plaintiff preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 5/13/15.